Manufacturer narrative:
An event regarding patient pain involving a trident shell was reported. The event was confirmed for cup loosening from the medical review. Method and results: device evaluation could not be performed as no items were returned. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: inflammatory joint disease was likely present in the hip to adversely influence the bone biology of the hip while under reaming of acetabular bone was present as well leaving sclerotic bone with low indigenous vascularity to facilitate adequate bone ingrowth of devices. Both factors have probably in concert contributed to lack of ingrowth fixation of the trident cup causing patient symptoms of groin pain. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion; the medical review concluded that: inflammatory joint disease was likely present in the hip to adversely influence the bone biology of the hip while under reaming of acetabular bone was present as well leaving sclerotic bone with low indigenous vascularity to facilitate adequate bone ingrowth of devices. Both factors have probably in concert contributed to lack of ingrowth fixation of the trident cup causing patient symptoms of groin pain. If further information and/or device become available, this investigation will be re-opened.

Event description:
Mild right groin pain was reported. Psoas impingement and mild right distal thigh pain secondary knee pathology.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
Mild right groin pain was reported. Psoas impingement and mild right distal thigh pain secondary knee pathology.